Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7096659. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7107866. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was no longer getting any relief and began having implant pain which was attributed to recent weight loss. The patient underwent spinal cord stimulation (scs) explant procedure. Patient was doing well postoperatively. Nothing to return as hospital did not release.